Event description:
It was reported in a study investigating sudden regarding unexplained death in epilepsy patients (sudep) that a male with epilepsy was found dead in his bed. The patient had a functioning vns device at the time of death and was taking levetiracetam and gabapentin to aid in seizure control. No autopsy was performed and the patient's death was classified as a probable sudep. Good faith attempts to obtain additional info from the study coordinator have been unsuccessful as she no longer has this info.

Manufacturer narrative:
Pediatric experience with sudden unexplained death in epilepsy at a tertiary epilepsy center. Mcgregor, amy and wheless, james. Journal of child neurology. Volume 21, number 9, pp 782-787. September 2006.